Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 429 mg/dl at the time of incident. Other blood glucose value mentioned was 554 mg/dl, 429 mg/dl, 257 mg/dl, 545 mg/dl, over 500 mg/dl. The customer treated high blood glucose with manual injection. Customer experienced symptoms of high blood glucose level such as nausea, vomiting, abdominal pain and difficulty in breathing. Based on customer¿s report customer did allege that insulin pump had under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Displacement test was passed. The insulin pump will not be returned for analysis.